Manufacturer narrative:
The data log and treatment tip from the event have not been returned for evaluation, after multiple attempts were made to obtain them. According to thermage flx system user manual, burns are a known possible side effect of treatment. No solta serial/lot number was reported for this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined and no conclusion can be drawn. No corrective action is required.

Event description:
A user facility reported that they had performed a thermage flx treatment on a patient and the patient had experienced a burn following the procedure. No other details were provided about the event and the patient''s status and outcome are unknown. Multiple attempts to gather additional information including the event details, product information, patient status and date of event have been unsuccessful.